Event description:
During a pci treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured at 10 atms on the second inflation. The first inflation was to 18 atms. The pt remained asymptomatic during this event. The lesion being treated was a calcified lesion in an unspecified coronary artery. The physician used a 6 fr march1 guide catheter and a neos route guidewire to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate the lesion after placement of a cypher stent. It is noted that resistance was met with insertion and removal of the quantum maverick monorail balloon. The quantum maverick monorail balloon was removed and replaced with an apollo hp balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.